Manufacturer narrative:
This event was determined to be a supplemental information to manufacturer report number 2916596-2024-00768.

Event description:
It was reported that a low-speed advisory was seen while the patient was undergoing a ramp study. Additional information was reported that the ramp study was performed to rule out thrombosis. The ramp study was inconclusive, so a right heart catheterization then performed with normal filling pressures, leading to low suspicion for pump thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.